Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient is experiencing poor sound quality and has become a non-user of the device, despite the device testing within normal limits. The recipient will reportedly not pursue revision surgery. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient has reportedly been a non-user of the device. The recipient is reportedly experiencing no sound. Revision surgery will be scheduled.

Manufacturer narrative:
Programming adjustments have been made. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.